Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "rn called into pt room due to bleeding from central line. Pt has a port and was accessed 6/17 with a 20 g 3/4 inch needle. I disconnected the maint fluid tubing and when I flushed the port the saline leaked out from a hole above where the clave connects (see saved port needle). Pt had to be deaccessed and then reaccessed again. Tolerated well."